Event description:
It was reported that the patient called 9-1-1 when seeing "all" the lights on the carelink monitor "began blinking" after hearing a clap of thunder." The patient was very concerned that the blinking lights indicated an issue with the patient's implantable cardioverter defibrillator. The carelink monitor remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the monitor was analyzed and no anomalies were found.